Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03030. It was reported that patient experienced ineffective stimulation and stimulation was not covering patient's right leg pain at all. Lead diagnostics indicated a low impedance on both leads. No accidents, falls, trauma or weight fluctuations were reported. Surgical intervention may be undertaken to address this issue.